Manufacturer narrative:
(B)(4).

Event description:
It was reported that a rotawire fractured and remained inside the patient's body. The target lesion was located in the calcified mid proximal left anterior descending artery (lad). Vascular access was obtained through the right femoral artery wherein a sheath and a wire were inserted. A 330cm rotawire was then advanced to the lad and the tip of the rotawire went to the septal branch of the lad. The physician used a 1.25mm rotalink and rotablation was done. However, upon attempting to pull the rotawire from the patient's body, it was noted that the rotawire detached leaving around 1.5cm of the tip in the septal branch. Upon moving the rotawire up in the mid proximal lad, the tip broke again leaving around another 1.5cm of the tip which went into the distal lad. No retrieval attempts were made. The planned stenting procedure was then performed successfully. No further patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has wire broken, as part of overall visual revision, the distal tip was not returned. The device has the spring tip broken at 329 cm from the proximal section. The overall length and the outer diameter of the distal tip couldn't be measured due to the device condition. The outer diameter of the middle section and he proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a rotawire fractured and remained inside the patient's body. The target lesion was located in the calcified mid proximal left anterior descending artery (lad). Vascular access was obtained through the right femoral artery wherein a sheath and a wire were inserted. A 330cm rotawire was then advanced to the lad and the tip of the rotawire went to the septal branch of the lad. The physician used a 1.25mm rotalink and rotablation was done. However, upon attempting to pull the rotawire from the patient's body, it was noted that the rotawire detached leaving around 1.5cm of the tip in the septal branch. Upon moving the rotawire up in the mid proximal lad, the tip broke again leaving around another 1.5cm of the tip which went into the distal lad. No retrieval attempts were made. The planned stenting procedure was then performed successfully. No further patient complications were reported and the patient's condition was stable.